Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted

Event description:
According to the available information, patient presented with device not able to inflate properly. It was noted air getting in device near pump tubing. The pump was compressed and little to no fluid remained in the device. Upon explanting the entire device there was observed frayed or cracked tubing near the entry point of the right cylinder to indicate where the system leak originated. The explant was seamless with no issues with capsulation. This occurred on the patient right side. The device was removed/replaced.

Manufacturer narrative:
A titan touch pump, two cylinders, and reservoir were received for evaluation. Examination and testing of the returned components revealed a separation at the exhaust tubing/strain relief of cylinder 2. Testing revealed this to be a site of leakage. Microscopic examination revealed the surfaces to be rough and irregular, indicating stress was exerted. Partial separations, within abrasion, were noted on both pump exhaust tubing. Testing revealed these to not be sites of leakage. Surface abrasion was noted on the pump inlet tubing. No functional abnormalities were noted with the reservoir or cylinder 1. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with this separation indicates that sufficient stress was exerted on the exhaust tube of cylinder 2 near the strain relief to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release and no anomalies were noted during production. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.